Manufacturer narrative:
The reported event is confirmed manufacturing related. Visual evaluation of the photo samples noted an opened used two- way foley catheter with syringe. Verified material number 6610j14rb, batch number myjt4540, material number for catheter 2758j14 and manufacturing lot number nghz2821. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Received 1 all-silicone foley catheter with sample port connector, syringe and packaging label. Verified material number 2758j14, batch number myjt4540 and manufacturing lot number nghz2821. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using returned syringe and only 4 ml could be injected. There was strong resistance while inflating the balloon. Dissected the balloon and found that the notch was perforated completely. Dissected inflation funnel and the pin gauges could not pass through the inflation lumen as there was a blockage inside of the lumen itself. The reported event is addressed within the labeling as it states: directions for use 1. Method of use (3) carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon. (4) pull the catheter slightly to seat the balloon at the level of the bladder neck. (6) insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the investigation results, and no additional action is required at this time. Correction: e this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pretest before insertion the foley catheter had considerable resistance, and it was difficult to inject water, so usage was refrained.

Event description:
It was reported that during the pre-test before insertion the foley catheter had considerable resistance, and it was difficult to inject water, so usage was refrained.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 11881143. Received 1 all-silicone foley catheter with sample port connector, syringe and packaging label. Verified material number 2758j14, batch number myjt4540 and manufacturing lot number nghz2821. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water) using returned syringe and only 4 ml could be injected. There was strong resistance while inflating the balloon. Dissected the balloon and found that the notch was perforated completely. Dissected inflation funnel and the pin gauges could not pass through the inflation lumen as there was a blockage inside of the lumen itself." Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 11881143. Refer to CAPA 11881143 for further details. Initial reporter complete facility name: (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 11881143. Received 1 all-silicone foley catheter with sample port connector, syringe and packaging label. Verified material number 2758j14, batch number myjt4540 and manufacturing lot number nghz2821. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using returned syringe and only 4 ml could be injected. There was strong resistance while inflating the balloon. Dissected the balloon and found that the notch was perforated completely. Dissected inflation funnel and the pin gauges could not pass through the inflation lumen as there was a blockage inside of the lumen itself." The root cause for this failure, per CAPA 11881143, is due to a hole or damage between the drain lumen and the thermistor lumen caused by the method of removing the molded funnel from the core holder, this damage allows the rtv adhesive, applied to secure the thermistor, to migrate into the drainage lumen, resulting in blockage. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 11881143. Corrections: d, e, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test before insertion the foley catheter had considerable resistance, and it was difficult to inject water, so usage was refrained.

Event description:
It was reported that during the pre-test before insertion the foley catheter had considerable resistance, and it was difficult to inject water, so usage was refrained.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Full facility name provided: (B)(6) hospital. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.